Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that their neurostimulator (ins) was not put in high enough that it did not help with back pain. No further complications were reported/anticipated.